Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospice care. The customer was hospitalized two and a half weeks before passing. The cause of death was congestive heart failure, diabetes, and vein problems. The caller stated that the customer had congestive heart failure, diabetes, vein problems, and 3 other issues that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing. The customer was not using sensors. The caller stated that the customer's insulin pump was really bad and they had many problems with it. The caller declined to return the insulin pump for analysis as it was donated for educational purposes. Frn-unk-rsvr, unomed set.